Event description:
It was reported during testing that both the air sensor and the dso seal of the pump were unattached and falling off. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4, primary UDI number and h4, device MFR date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the air sensor and the downstream occlusion (dso) seal of the pump were unattached and falling off¿ was confirmed by visual inspection and functional testing. The air detector and dso seal were replaced. The probable cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.